Event description:
It was reported that an ilet user¿s glucose rose after they ran out of insulin and delayed replacing the ilet cartridge, after which the user attempted to correct by entering an extra breakfast meal announcement. The agent advised against using meal announcements for correction because the ilet adjusts dosing based on sensed glucose, and the user was referred to the clinical management team for education. Symptoms included hyperglycemia peaking at 341 mg/dl. Outcomes included no injury, no hospitalization, and education provided with assignment for additional training. Investigation included troubleshooting and user education by support and clinical teams. Investigation of this case revealed user technique error related to insulin depletion and inappropriate use of meal announcements for correction, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use error. Report number 3019004087-2026-26355 has been submitted to document not reconnecting after insulin depletion.